Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.